Event description:
The stent with the delivery sys was advanced toward the largest lesion in a circumflex coronary artery. It was not possible to cross the lesion, therefore, the stent and delivery sys were pulled back from the coronary artery. The physician was unable to pull the sys into the guide catheter and the stent dislodged from the stent delivery sys at the femoral/iliac artery. The stent was surgically removed from the pt and another stent was placed at the largest lesion. No further treatment was performed and there was no add'l sequalae reported relative to the event.